Manufacturer narrative:
(B)(4). Date sent: 7/31/2023. Additional information: upon further review, it was determined this event was previously reported on the manufacturing report number 3005075853-2023-04711.

Event description:
It was reported that during an unknown procedure the deployed stapling device did not deploy across proximal right hilum. Immediately following firing of instrument across hilum bleeding was noted. Inspection of the stapler revealed that some staples did not deploy. There were patient consequences.

Manufacturer narrative:
(B)(4). Mw# 5119093. Date sent: 7/27/2023. D4 batch # unk. B3: unknown, assumed 1st month of the year that the event took place. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: how was bleeding controlled? An intra-operative vascular surgeon, general surgeon and surgical oncologist were called in to the room to control bleeding and repair the affected arteries and veins. Further, the patient required an additional procedure to manage damage to surrounding structures (small bowel resection due to perforation). How much blood was lost? Estimated blood loss: 4000 mls. Did the patient require a transfusion? Yes. The patient required a massive transfusion protocol to be implemented in the or ad receive the following blood products: 6 units prbc, 7ffp, 1 cryoprecipitate and 1-unit platelets. In addition, the patient required crystalloid resuscitation. Was there any patient consequence or change in the post-operative care of the patient because of the event: the patient required intubation and mechanical ventilation x 1 day and ICU level care x 2-days post operatively. Further the patient had an extended hospitalization los of 6-days vs. The 1-2 day expected los. The patient was discharged home on (B)(6) 2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: confirm surgical procedure. What were the indications for surgery? What is the surgeon¿s experience with the pvs device? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device or staple formation during the initial procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Was there calcification of tissue (renal artery) that impeded clamping or cutting? Were there any pre-exiting patient conditions? Were the artery and vein taken together or separately? Were there any clips previously applied near the area of firing? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.